Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency planned procedure was performed when the issue happened, and procedure was completed after manually moving the stand. A philips remote service engineer (rse) checked the system and found the frontal stand/c-arm was not moving. After reviewing log file rse found the power supply for the spp modules in the l-arc was missing. On onsite service field service engineer (fse) found issue was most likely caused by a failure in the power supply for the spp modules in the l-arc. The cause of the power supply failure could not be determined by the supplier's part analysis. To resolve the reported issue, the fse replaced the power supply and cleaned the bodyguard cover. After the fse replaced the power supply, system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the loss of motorized movement is resolved by manually moving the stand. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. This event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's c-arm was unable to move. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.